Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with the function or operation of the rack. A cause of the reported event could not be determined. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the touch panels and wall displays to their hexavue custom room rack went blank. The procedure was completed successfully following a short delay. No report of injury.